Manufacturer narrative:
Evaluation codes: results: the complaint for the ipg not communicating with devices was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. The complaint for patient discomfort at the ipg site was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing. The ipg was monitored for 1 hour with no signal deviation from initial values observed. No signal presence observed on unused channels and can. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. This device model is also associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-00440. It was reported the patient (B)(6) lost stimulation and was unable to establish communication with the ipg using either the patient programmer or charging system. Prior to losing stimulation, the patient reported heating at the ipg site while charging as well as during communication attempts with the programmer. An x-ray of the ipg was taken for further interrogation; however, no anomalies were found. Surgical intervention was subsequently undertaken to explant and replace the patient¿s ipg.

Event description:
Follow up on this matter found that effective stimulation has been recaptured for the patient. In addition, the reported pocket heating issue is now resolved.